Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced six infusion set leakage event. The leakage was in the cannula. The infusion set was in use for 36 hours. The patient notice symptoms three or more hours after insertion. The insertion site was abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.